Event description:
Patient had bair hugger under during induction (patient's starting temp was 36.5 c). Bair hugger was turned off at some point during positioning by anesthesia. Patient was moved to the top of the bed and repositioned by anesthesia, surgeon and rn. After start of case, bair hugger was turned back on to warm the patient. Per rn, anesthesia machine alarmed for patient's temp being 42 degrees c. Bair hugger hose was on the left side distal to the patient's feet and temp probe was in left axilla). Rn reports that patient was checked by anesthesia and he did not think the temp probe was accurate. Rn inserted a rectal temp probe under the drapes per anesthesia's request. Rn stated she did not feel like the patient was overly warm at that point. The new temp probe read the temp as 36.6 c. After the case, the drapes were removed and patient had reddened areas to: left posterior arm and leg, left hand on the knuckles, and mid-back (between where the esu pad was placed and the shoulder roll). The right posterior leg was also slightly red along with a small round spot on the right elbow and wrist. Resident and anesthesia were present and aware. Patient temp was still 36.6 c but patient was very warm to touch. Patient was transported to the nicu and report was given to the nicu rn regarding the areas. Patient's temp when arrived to nicu (no warming measures for transport) was 38.8 c. Bair hugger was taken out of service and will be checked by bio-med.